Event description:
It was reported that the tip of the probe unit came off during surgery. The tip was removed from the patient successfully. There was no delay, no medical intervention and no adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.